Manufacturer narrative:
Multiple attempts were made to secure return of the device however the customer has not responded nor sent the device back for evaluation. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. However, an investigation was initiated to assess for any manufacturing related processes which could be correlated to the lot number. Reviews of the device history record revealed no indication that a manufacturing nonconformance contributed to the reported complaint. Based on available information, there is not sufficient evidence to suggest that the device related issue resulted from any of the specified factors.

Manufacturer narrative:
It was previously reported that the device would not be returned. However, the device was eventually returned. A product evaluation was completed on the returned hemosphere monitor. The reported event of inaccurate values was unable to be confirmed. The monitor was connected to a known working swan ganz module and began monitoring a continuous cardiac output (cco) simulator. Devices were tested for 2 hours and the cardiac output (co) numbers remained accurate. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. A device history record review was completed and documented that device met all specifications upon distribution. The complication section of the hemosphere operator's manual contains a statement regarding inaccurate cardiac output measurements. Possible causes may be incorrect placement or position of the catheter, excessive variations in pulmonary artery blood temperature. Some examples that cause blood temperature variations include, but are not limited to: status post cardiopulmonary bypass surgery, centrally administered cooled or warmed solutions of blood products, and use of sequential compression devices. Additionally, clot formation on the thermistor, anatomical abnormalities (for example, cardiac shunts), excessive patient movement, electrocautery or electrosurgical unit interference, and rapid changes in cardiac output.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the results become available. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported, during use, that a hem1 monitor displayed co numbers that were presumed to be wrong. Due to issue, customer stopped using the monitor. There were no patient injuries.